Manufacturer narrative:
During subsequent follow-up with the reporter, it was clarified that after surgery, the defective battery devices were tested on all three battery chargers as a confirmation of the battery defectiveness. The mention of the battery chargers displaying the red light on the chargers was in reference to the outcome of testing the battery devices. The reporter stated that there was not alleged malfunction against the battery charger devices. Therefore, it was determined that this event could not have caused or contributed to a serious injury and/ or death. Reporting for this event is therefore completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The serial number was unknown. The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 8 of 9 of the same event. It was reported from canada that during an unspecified surgical procedure the battery devices gave an error signal and did not charge anymore when used with a universal battery charger. It was reported that there was a delay in the procedure due to the event. However, the length of the surgical delay was unspecified. It was reported that unspecified spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.